Manufacturer narrative:
On 01may2025 used as approximate event date.

Event description:
It was reported that balloon rupture occurred. A stingray lp, ous was selected for treatment of chronic total occlusion (cto). During the procedure, the balloon ruptured at 4 atm. The balloon was removed from the patient's body. No complications were reported.

Event description:
It was reported that balloon rupture occurred. A stingray lp, ous was selected for treatment of chronic total occlusion (cto). During the procedure, the balloon ruptured at 4 atm. The balloon was removed from the patient's body. No complications were reported.

Manufacturer narrative:
01may2025 used as approximate event date. The returned product consisted of the stingray lp balloon catheter. Visual inspection of the device found that at 45cm distal from the strain relief, the sheath was kinked. There was contrast present in the inflation lumen and balloon indicating a use past preparation. The balloon was found to open upon device return indicating inflation occurred prior to device return. Microscopic inspection of the device found that at 6mm in length, 10mm proximal to proximal markerband, the inner lumen was damaged consistent with an interaction with a guidewire. A puncture to the inner lumen was found 3mm proximal from proximal markerband indicating an interaction with a guidewire. Based on a thorough review of the reported complaint and analysis of the returned device, boston scientific has assigned an investigation conclusion code of adverse event related to procedure. The reported event indicated that the stingray lp balloon ruptured during procedural use. The DHR reviewed shows the device met manufacturing specifications. There is no evidence that suggests use against the device instructions for use. Product analysis confirmed the reported event as the guidewire lumen was damaged and punctured at the distal end of the device. The damage present is consistent to an interaction with a guidewire. There was a kink found to the shaft of the device. Based on the reported information, the reported event likely occurred during factors encountered during procedural use which can include device interaction.